Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's mother that the customer received a motor error alarm. It was also reported that the insulin pump has a crack in the battery compartment. Advised insulin pump would be replaced. Customer's blood glucose level at the time 360mg/dl. No add'l info was provided.